Manufacturer narrative:
The subject device was not returned to an olympus service center for evaluation. The ess completed the in-service, which covered infection control information referenced in the user manual and the reprocessing manual. According to the customer, they will need to obtain a suction unit in order to perform the manual cleaning suction step with an mh-856 (suction cleaning adapter). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus endoscopy support specialist (ess) reported that during an onsite reprocessing and infection control in-service at the customer¿s facility, as part of annual training, it was noted that the scope was being improperly reprocessed. During the in-service, the ess found the facility has not been performing the suction steps in the manual pre-cleaning process. There were no associated patient infections reported. The facility uses a non-olympus automated endoscope reprocessor (aer) to reprocess their scopes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user¿s understanding differing from olympus recommendation in device handling and reprocessing steps. The instructions for use (IFU) (reprocessing manual) warns against insufficient reprocessing as follows: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.